Event description:
It was reported that a problem with the patient programmer was reported. The patient programmer powered on once the batteries were replaced. While stimulation was turned on no stimulation sensation occurred. The return of symptoms occurred following lifting heavy objects. The location of the patient's symptoms was the perineum. It was recommended to get an x-ray of the lead and/or extension area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer: model 3037, serial # (B)(4), implanted: na, explanted: na. Lead: model 3093, lot # v588865, implanted: 2011 (B)(6), explanted: unk.